Event description:
It was reported that the during the defibrillation threshold testing for the implant of a new right ventricular (rv) lead, there was oversensing observed post shock that lasted a couple seconds. It was noted that the oversensing was not seen at any other time. Follow up information revealed that the physician felt that the rv lead noise oversensing was due to the new rv lead "knocking" against an old capped lead immediately after the shock was delivered. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.